Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. However, during first inflation at 15 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another device. There were no patient complications reported.